Event description:
The lay user/patient called lifescan (lfs) in 01/2006, and alleged that her meter was reading inaccurately low. According to the pt, a day ago, the pt obtained a result of 70 mg/dl. After testing she began experiencing symptoms of shaking and sweating. Sometime later she sought medical attention. It is not known if she went to a physician or healthcare facility. Her blood glucose was tested and the result was 300 mg/dl. The time difference between the two results is not known, nor is it known if the pt had symptoms at the time of the result of 300 mg/dl. The pt stated that she did not receive any medical intervention, only advice. The test strips were in good condition, but the code numbers did not match. The technique for applying the blood to the test strip was correct, however, the technique of cleaning the puncture site was not. After recoding the meter, the pt performed a control solution test which passed. This complaint is being reported because the pt obtained a high result from a healthcare professional's meter, after obtaining a low blood glucose result on her own meter. Although co does not know if the pt pt had symptoms at the time of the result, it is possible that she would have treated herself for hyperglycemia and with the code number reading incorrectly on her meter, she might have been obtaining false low results. A replacement meter has been sent.